Manufacturer narrative:
(B)(4). Initial pr #(B)(4) issued uf/importer report #1525712-2011-00393. The device, concentrator, model #irc5p, serial #(B)(4) was returned for an evaluation. Product was approximately 2 1/2 years old at the time of the incident. Maintenance history is unknown. The unit was contaminated with a nicotine like substance. The unit was not well maintained. The plug had one prong missing and the second one damage. The plug was melted. The consumer may have used the concentrator with a damaged cord or damaged the cord while in use and consequently the plug melted. RMA (B)(4) was issued for the return of this product. The device was replaced with a new concentrator.

Event description:
The consumer was using the unit when it allegedly stopped working. The consumer unplugged the unit and noticed the plug was allegedly melted. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) was issued for the return of this product. The device was replaced with a new concentrator.

Event description:
The consumer was using the unit when it allegedly stopped working. The consumer unplugged the unit and noticed the plug was allegedly melted. No injury is alleged.